Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000082837.

Event description:
It was reported that the patient experienced ineffective therapy and was not able to set their system into MRI mode. Diagnostics revealed high impedances on the lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue. It is unknown which lead was affected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.